Manufacturer narrative:
The returned module was evaluated. No external defects were identified during visual inspection. The module failed functional testing, the module intermittently does not draw power or communicate with the test fixture with cable bending at the ch connector. X-ray inspection showed wire breaks inside the ch connector. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported intermittent power. No patient impact or consequences were reported.